Event description:
It was reported that the patient's blood glucose reached 388 mg/dl while wearing the pod for approximately 25 to 36 hours. Upon removal of the pod from the leg, the cannula was observed to be retracted inside the pod, and the pink slide had moved forward; indicating a needle mechanism failure. As treatment, the patient administered a corrective insulin dose via pen injection.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.